Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "rupture discovered during explant surgery". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "rupture discovered during explant surgery". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture discovered during explant surgery". Healthcare professional later reported "area of thickening" and "excision of nodular area". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, non penetrating nick and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.